Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2010 and suture was used. The needle broke in half while the surgeon was pulling it through the tissue and the operating room staff was unable to find it. X-rays were taken of the patient and the needle was not seen. There were no adverse patient consequences.